Manufacturer narrative:
Technician located the bed in maintenance area. Found head of bed would not go up due to bad hydraulic valve. Replaced the hydraulic valve to resolve this issue.

Event description:
Info received that the head of bed would not go up. No injury reported